Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing low blood pressure. The right ventricular (rv) lead had fractured and was exhibiting high thresholds, high impedance, oversensing, and loss of capture. A polarity switch had also occurred. The rv lead remains in use and a revision has been planned. No further patient complications have been reported as a result of this event.